Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) is aware of similar complaints which have been thoroughly investigated under (B)(4). An investigation of oxygenators in question showed that the venous pressure sensors are probably corroded. A white crystalline substance has been found on the pins of the pressure sensor. The priming solution leads to an electrolysis when cardiohelp starts to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" furthermore leads to implausible sensor pressure readings. Implausible readings means alternating pressure sensor values displayed on the cardiohelp device observed during this particular test. The test result was verified with an additional plug and pressure sensor. Finally the same test was performed but with the dried electrolyte plug. It could be shown that this state has obvious no impact on pressure sensor readings. Root cause / probable root cause: the most probable root cause is that varnish applied on pcb and plugs of venous pressure sensor does not resist the etching of the saline. Maquet cardiopulmonary will implement a new coating of the affected piece part into serial production approx. By july 2017.

Event description:
According to the customer: "the pven is switching between 577mmhg and dashed lines." (B)(4).